Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 451 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The caller was the patient's father. The carelink report that the caller presented showed no data about the patient in the 12 hours prior to the patient's high blood glucose. However, it was varifyed that there were no alarms from the insulin pump that the patient wore. No further information was provided.